Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event "connecting tube showed corrosion" was cause traced to component failure. However, a definitive root cause for the reportable events " auxiliary tube, air-water channel and the air-water cylinder had white foreign objects" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope auxiliary tube, air-water channel and the air-water cylinder had white foreign objects. The connecting tube showed corrosion. There was no patient involvement.